Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the group home where the patient resided reported that the patient had passed away. The group home staff reported that no lvad alarms were observed. When the vad coordinator arrived at the group home, the patient was deceased and the system controller was noted to be connected to the driveline. Two external batteries were connected to the system controller and neither battery had power per the battery fuel gauge. No audible or visual alarms were noted on the system controller. The pump was not running by visual assessment as the green circle on the system controller was not illuminated. The vad coordinator took the system controller to the lvad implanting center for interrogation. Upon connection of the system controller's white power cable, an audible alarm was heard from the system controller and the power module with associated visual indications for driveline disconnect, pump off, low flow, controller clock not set, and power cable disconnect. A submitted log file analyzed by the manufacturer's technical services representative revealed that on (B)(6) 2016 at 07:52, the patient switched from power module support to external battery power. On (B)(6) 2016 at 23:15, a low battery advisory alarm activated as a result of the battery voltage falling below the low voltage threshold. On (B)(6) 2016 at 00:56 minutes, a low battery hazard event activated. On (B)(6) 2016 at 1:30, a no external power alarm activated; the external batteries were depleted and the system controller's 11 volt lithium-ion backup battery (ebb) activated. The ebb continued to power the system until it was completely depleted and the system controller lost all external power. No further information was provided.

Manufacturer narrative:
Additional information - multiple requests were made for product return; however, the pump was not received and no further information was provided. The reported pump stop due to the depletion of the patient's batteries was confirmed based on the information contained in the submitted system controller log file. The log file showed that the pump had operated normally until a low battery advisory alarm activated at 23:15 on (B)(6) 2016. This alarm was followed by a low battery hazard alarm and a no external power alarm when the system controller's emergency backup battery was engaged. The system controller continued to operate the pump in power save mode until 01:30 on (B)(6) 2016 when the emergency backup battery became depleted and the pump stopped. A correlation between the pump stop and the patient's expiration could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.